Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, the right ventricular lead style could not go through smoothly. The lead was not used and replaced. The patient was in stable condition.